Manufacturer narrative:
The suspect device has not been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the blood pressure monitor suddenly showed 229 systolic pressure, but when checked with a manual cuff patient systolic reading was around 100. After resetting the device a negative pressure reading displayed. The nurse replaced the pressure set with a new one and pressures where normal.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and 2 similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.